Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that while exercising the lead during an implant attempt, the lead "flipped". It again "flipped" while retracting the helix. When the j-stylet was removed from the lead, the helix was not completely retracted. With use of the rotation tool the helix retracted, however when the rotation tool was removed it was noticed that part of the helix was extended out. There was displeasure with the inconsistency of the lead, therefore it was abandoned and not implanted. No patient complications have been reported as a result of this event.